Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent lysis of adhesions and repair of multiple incisional hernias with bard flat mesh. A non-bard mesh was placed to reconstruct the abdominal wall. On (B)(6) 2008 - pt presented with a draining abdominal wound, at the base of the wound was mesh. On (B)(6) 2008 - pt underwent incision and drainage of the anterior abdominal wall with debridement of infected mesh. On (B)(6) 2008 - clinic visit, pt has open mid abdominal wound with exposed mesh and stool. On (B)(6) 2008 - pt underwent extensive lysis of adhesions, excision of infected mesh with en bloc resection of transverse colon and small bowel resection with anastomosis. It was noted that "the bowel was densely adherent both to itself and to the marlex. We found altered surgical anatomy as the colon and small bowel were adherent to the marlex and fistulous tract and required dissecting all limbs of the bowel free."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. This is an oxygen dependant pt with a history of heart complications including a heart attach and the implantation of an implantable cardioverter defibrillator following a gunshot wound to the abdomen. Currently, it is unk whether the device may have caused or contributed to the reported event. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The warning section of the IFU also addresses adhesion. "Ensure proper orientation; the solid white surface (eptfe) must be oriented against the bowel or sensitive organs. Do not place the mesh surface against the bowel. There may be a possibility of adhesion formulation when the mesh is placed in direct contact with the bowel or viscera." Both fistula formation and adhesions are addressed in the adverse reaction section. "Possible complications include seroma, adhesions, hematoma, inflammation, extrusion, fistula formation, recurrence of the hernia, or soft tissue defect." Additionally, no sample was returned for eval. Without further info no conclusion can be drawn at this time.